Event description:
It was reported that three years seven months and twenty one days post port placement, the catheter was allegedly cracked and broken. It was further reported the port system was removed due to the completion of the chemotherapy. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter in two segments was returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. In addition to the returned physical sample, three chest radiographs were provided for review. The investigation is confirmed for the reported catheter fracture and identified deformation, wear and material separation issue as a partial compound break was noted on the attached catheter approximately 4.8cm from the distal end of the cath-lock and a complete circumferential break was noted on the distal end of the attached catheter. The edges of the partial compound break were noted to be uneven and the edges of the complete circumferential break were noted to be jagged. The surface was noted to be granular in one region and round on the other region. Upon infusion, a leak from the partial compound break on the attached catheter was observed and the image review also confirms the same. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post a port placement, the catheter allegedly cracked and broken. It was further reported that, the device was removed. The procedure was completed using another device. There was no reported patient injury.